Manufacturer narrative:
This follow-up MDR is created to document the additional implant information, corrected event information and conclusion of the investigation. A titan touch pump, cylinders and reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided the quality accepts physician's observations of such as the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, infection was reported, as fluid oozed through the scrotal incision.